Event description:
Customer called to report that he didn't think his pod was delivering his insulin because he was having elevated blood glucose levels (bg's). His bg's ranged between 208-419 mg/dl before removing this pod and starting a new one. No further issues were identified.

Manufacturer narrative:
The returned product eval confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully. The lot was found to have met all acceptance criteria.